Manufacturer narrative:
An event of pericardial effusion and cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. It was noted during a pre-procedural transesophageal echocardiography (tee) that the patient had a trivial pericardial effusion that remained unchanged following implant during an intra-procedural tee. Sinus bradycardia was noted prior to procedure. The patient's left atrial appendage max ostium was 26 mm and max landing zone was 17 mm. It was reported there was one partial recapture of the device before the device was successfully implanted in the laa. During procedure, the patient's activated clotting time (act) level was 437 seconds. It was reported that on (B)(6) 2023, during a post-op echocardiogram, echo density in the pericardial space was consistent with organized clot and moderate pericardial effusion was observed. Dual anti-platelet therapy was planned but the physician cancelled once effusion was identified. A computed tomography angiography (cta) showed the pericardial effusion was 1.5cm in thickness along the free wall of the left ventricle. On (B)(6) 2023, another limited echocardiogram revealed patient had atrial fibrillation at rest, left ventricle ejection fraction was estimated between 55-60%, mild to moderate concentric left ventricular hypertrophy was observed, fluid was seen in the pericardial space, and diastolic and systolic collapse of the right atrium was also seen. It was later reported on (B)(6) 2023, the patient presented with pulseless electrical activity (pea) arrest and developed pericardial effusion that required pericardiocentesis. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with prior history of atrial fibrillation. It was noted during a pre-procedural transesophageal echocardiography (tee) that the patient had a trivial pericardial effusion that remained unchanged following implant during an intra-procedural tee. It was reported the patient had not received aspirin or plavix at the time of diagnosis. The patient's left atrial appendage max ostium was 26 mm and max landing zone was 17 mm. During procedure, it was reported there was a partial recapture and the patient's activated clotting time (act) levels were 437 seconds. Dual anti-platelet therapy was planned but the physician cancelled once effusion was identified. It was reported that on (B)(6) 2023, during a post-op echocardiogram, echo density in the pericardial space was consistent with organized clot and moderate pericardial effusion was observed. On (B)(6) 2023, another limited echocardiogram revealed patient had atrial fibrillation at rest, left ventricle ejection fraction was estimated between 55-60%, mild to moderate concentric left ventricular hypertrophy was observed, fluid was seen in the pericardial space, and diastolic and systolic collapse of the right atrium was also seen. It was later reported on (B)(6) 2023, the patient presented with pulseless electrical activity (pea) arrest and developed pericardial effusion that required pericardiocentesis. The patient status was reported as stable.